Event description:
On (B)(6) 2013, the reporter stated that the parent of (B)(6) child used the pen needle to inject growth hormone on (B)(6) 2013. After the successful puncturing of the skin, the parent noticed resistance when trying to inject the medication. After pulling out the pen needle, the parent found that the needle was missing and could not locate the missing needle. On (B)(6) 2013, the child was examined by a type-b ultrasound and the needle cannula was shown in the abdomen of the child. On (B)(6) 2013, the child underwent surgical removal of the needle.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.